Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2014 with the following findings: on examination, there was visible moisture behind the display lens. The pump case was intact without visible damage. There was no corrosion in the battery or cartridge compartments. A leak test was performed without evidence of moisture leakage. On investigation, the pump powered on with functional auditory tones and vibration; however, the display screen remained blank. The pump was opened for investigation and revealed moisture residue on all the internal components of the pump, including the printed circuit boards.